Event description:
According to the report, bioglue was used for proximal false lumen and suture line in an ascending aorta replacement for acute aortic dissection on (B)(6) 2012. On (B)(6) 2013, CT showed residual dissection in the distal aorta. On (B)(6) 2013, the patient ((B)(6) female) presented with right chest pain; however, CT scan was not performed at this time. The patient returned to the hospital on (B)(6) 2013 and CT showed false aneurysm in the aortic root. As result, the surgeon performed an ascending aortic arch replacement on (B)(6) 2013. During the procedure, the surgeon found a "pinhole" around the left coronary artery approximately 5cm proximal to the proximal suture line. The surgeon states that bioglue was used in great caution and a proper quantity was applied. From pathological examination, the surgeon believes that the "pinhole" and the formation of the false aneurysm were caused by granulomatous formation with coagulative necrosis which arose from tissue damage. The surgeon suspects that bioglue caused the tissue damage.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
Corrected data: "date of event" was incorrectly reported originally as (B)(6) 2013. The correct date is (B)(6) 2013. Manufacturer narrative: according to the report, bioglue (lot 11mjx025) was used for proximal false lumen and suture line in an ascending aorta replacement for acute aortic dissection on (B)(6) 2012. On (B)(6) 2013, CT showed residual dissection in the distal aorta. On (B)(6) 2013, the patient ((B)(6) female) presented with right chest pain; however, CT scan was not performed at this time. The patient returned to the hospital on (B)(6) 2013 and CT showed false aneurysm in the aortic root. As a result, the surgeon performed an ascending aortic arch replacement on (B)(6) 2013. During the procedure, the surgeon found a "pinhole" around the left coronary artery approximately five centimeters proximal to the proximal suture line. The surgeon states that bioglue was used in great caution and a proper quantity was applied. From pathological examination, the surgeon believes that the "pinhole" and the formation of the false aneurysm were caused by granulomatous formation with coagulative necrosis which arose from tissue damage. The surgeon suspects that bioglue caused the tissue damage. The manufacturing records for this lot were reviewed. This lot met all final release specifications. The surgeon noted concern that the ratio of glutaraldehyde to bovine serum albumin (bsa) was too high. Once dispensed, the glutaraldehyde and bsa (in a pre-defined ratio) are mixed in the applicator tip where cross-linking begins. The glutaraldehyde molecules covalently bond (cross-link) the bsa molecules to each other and, upon application, to the tissue proteins at the repair site. This creates a flexible mechanical seal independently of the body's clotting mechanism. The delivery device-mediated application is designed to provide reproducible mixing of the components in-vitro. Based on the clinical safety profile and historic data, there is no evidence to suggest that glutaraldehyde in bioglue contributes to tissue damage. A clinical review was performed based on the information available at the time of this report. A definitive determination of the cause of the "pinhole" and false aneurysm formation observed in this patient could not be made. While bioglue cannot be ruled out as a contributing factor, based on the safety profile for bioglue, it is more likely that the condition of the remaining tissue contributed to the observed event. A medical review of the event was performed. Based on the information available at the time of this report, it is likely that the granulomatous formation was caused by a foreign body inflammatory response to bioglue. However, the coagulative necrosis is more likely a result of the dissection itself. Dissection of the aorta could compromise blood supply through the vasa vasorum, leading to necrosis of the aortic media. The "pinhole" was likely the result of weakening of the aortic wall due to medial necrosis rather than a direct effect of bioglue. As with all absorbable medical devices, a foreign body response to bioglue is expected in most situations. Since events of this nature are rare, it could be concluded that the inflammatory response to bioglue has minimal impact on tissue integrity. On 9/27/2013 additional information was received indicating that there was a sample available that would return to cryolife. On (B)(6) 2013 this sample was reviewed in a biological safety cabinet; however, no conclusion could be made through gross examination and the sample was transferred for pathological examination. Pathological examination showed two fragments with a segment of vascular wall attached to a dacron graft (anastomotic site). The endothelial surface was smooth with no "pinhole" abnormalities. Microscopic examination showed focal areas of mixed inflammatory infiltrate, amorphous eosinophilic material consistent with bioglue, and foreign material (dacron graft). A definitive cause of the alleged false aneurysm could not be determined. The distributor, (B)(4), was re-contacted when the "pinhole" could not be found during the gross and pathological examinations. (B)(4) sales team visited the surgeon to inquire about the "pinhole." The surgeon could not identify the "pinhole" in the images of the returned sample provided to cryolife. A definitive conclusion could not be made, however, no errors or deficiencies were found in the manufacturing records for this lot and nothing was found over the course of the investigation to indicate that bioglue was related to the adverse event. .

Manufacturer narrative:
On 9/27/2013 cryolife became aware that a tissue sample had become available and would be returning. The sample was visually inspected in a biological safety cabinet. However, no conclusions could be made from a gross review and the sample was submitted for pathological examination. Patholigic examination showed two fragments with a segment of vascular wall attached to a dacron graft (anastomotic site). The endothelial surface was smooth with no "pinhole" abnormalities. Microscopic examination showed focal areas of mixed inflammatory infiltrate, amorphous eosinphillic material consistent with bioglue, and foreign material (dacron graft). A definitive cause of the alleged false aneurysm could not be determined.

Manufacturer narrative:
According to the report, bioglue was used for proximal false lumen and suture line in an ascending aorta replacement for acute aortic dissection on (B)(6) 2012. On (B)(6) 2013, CT showed residual dissection in the distal aorta. On (B)(6) 2013, the patient ((B)(6) female) presented with right chest pain; however, CT scan was not performed at this time. The patient returned to the hospital on (B)(6) 2013 and CT showed false aneurysm in the aortic root. As a result, the surgeon performed an ascending aortic arch replacement on (B)(6) 2013. During the procedure, the surgeon found a "pinhole" around the left coronary artery approximately five centimeters proximal to the proximal suture line. The surgeon states that bioglue was used in great caution and a proper quantity was applied. From pathological examination, the surgeon believes that the "pinhole" and the formation of the false aneurysm were caused by granulomatous formation with coagulative necrosis which arose from tissue damage. The surgeon suspects that bioglue caused the tissue damage. A clinical review was performed based on the information available at the time of this report. A definitive determination of the cause of the "pinhole" and false aneurysm formation observed in this patient could not be made. While bioglue cannot be ruled out as a contributing factor, based on the safety profile for bioglue, it is more likely that the condition of the remaining tissue contributed to the observed event. Pathological examination of the tissue would be required to make a more accurate assessment of the root cause of the observed complications; however, no sample was returned to cryolife. A medical review of the event was also performed. Based on the information available at the time of this report, it is likely that the granulomatous formation was caused by a foreign body inflammatory response to bioglue. However, the coagulative necrosis is more likely a result of the dissection itself. Dissection of the aorta could compromise blood supply through the vasa vasorum, leading to necrosis of the aortic media. The "pinhole" was likely the result of weakening of the aortic wall due to medial necrosis rather than a direct effect of bioglue. As with all absorbable medical devices, a foreign body response to bioglue is expected in most situations. Since events of this nature are rare, it could be concluded that the inflammatory response to bioglue has minimal impact on tissue integrity. The manufacturing records for this lot were reviewed and it was confirmed that all records were controlled, available for review, and met all physical specifications per the device master record.

Event description:
According to the report, bioglue was used for proximal false lumen and suture line in an ascending aorta replacement for acute aortic dissection on (B)(6) 2012. On (B)(6) 2013, CT showed residual dissection in the distal aorta. On (B)(6) 2013, the patient ((B)(6) female) presented with right chest pain; however, CT scan was not performed at this time. The patient returned to the hospital on (B)(6) 2013 and CT showed false aneurysm in the aortic root. As result, the surgeon performed an ascending aortic arch replacement on (B)(6) 2013. During the procedure, the surgeon found a "pinhole" around the left coronary artery approximately 5cm proximal to the proximal suture line. The surgeon states that bioglue was used in great caution and a proper quantity was applied. From pathological examination, the surgeon believes that the "pinhole" and the formation of the false aneurysm were caused by granulomatous formation with coagulative necrosis which arose from tissue damage. The surgeon suspects that bioglue caused the tissue damage.